Manufacturer narrative:
The reported event of guidewire could not be removed was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the guidewire stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event of guidewire could not be removed was due to bunched up ptfe coating of the guidewire that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the guidewire was stuck inside the left ventricular lead and could not be removed. The lead was not used and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received that the patient condition was stable.